Event description:
It was reported that during insertion of the PICC catheter over the placement wire, the user withdrew the placement wire and it separated. A piece of the wire was retained and later was removed in the cath lab. There were no additional complications.